Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was exhibiting a system fault alarm. It was reported that troubleshooting was unsuccessful, and the device was sent for service. No adverse patient effects were reported. No additional information is available at this time.